Event description:
It was reported that the rigid video laparoscope had a purple image and white balance could not be performed. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. Corrected fields: d10. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device unit was broken, the light guide bundle of the video cable section was broken, the outer tube has a dent, the fiber bonding in the outer tube area (distal end) was damaged, and the light transmission was lost or too low. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image was purple, and white balance cannot be performed due to broken charged coupled device unit. The light guide bundle of the video cable section was broken and therefore the light transmission was lost or too low. The most probable caused traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.